Manufacturer narrative:
Reporter phone: (B)(6).

Event description:
Philips received a complaint on the dfm100 device indicating that there was a general system failure. The fse evaluated the device on site. It was determined that this was a malfunction of the processor printed circuit assembly (pca), processor cable and the lithium battery, which all needed to be replaced. The customer was provided the part numbers which were purchased via distribution channel. The device log was reviewed by the product support engineer who confirmed the defective processor pca, and depleted battery. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.